Manufacturer narrative:
Multiple attempts have been made to obtain further case information regarding the issue and repair; however, no response was received. No further information could be obtained. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the central processing unit (cpu) tray cover and feet are broken compromising the device's stability on the stand and need to be replaced. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer provided the customer with the part numbers and prices of the replacement cpu tray cover and bottom foot kit as requested.